Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke and the tampon came apart into two pieces. She went to the gynecologist to remove remaining pieces. She later visited a clinic and was diagnosed with a kidney infection.